Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the maryland bipolar forceps instrument to perform failure analysis. The maryland bipolar forceps instrument was analyzed and found to have damage on the conductor wire¿s insulation. Failure analysis investigations replicated/confirmed the customer reported complaint. Failure analysis found the primary failure of the damaged insulation to be related to the customer reported complaint. The damage is located at the distal end. As a result, the internal wires are exposed. An electrical continuity test was performed and passed. No thermal damage was observed. The root cause of this failure is attributed to a component failure. There was an additional observation not reported by the site and not related to the reported issue. The maryland bipolar forceps instrument was found to have mechanical damage on the bipolar yaw pulley. No material appears to be missing. The root cause of this failure is attributed to mishandling/misuse. Review of the provided images were consistent with the allegation of a broken cable protection. This complaint is considered a reportable malfunction due to the following conclusion: a bipolar instrument with damaged/broken conductor wire insulation could lead to inadvertent energy transmission to tissue other than intended via the exposed conductor wire. Although there was no patient injury reported, the failure mode could likely cause or contribute to an adverse event if it were to recur. Blank MDR fields: follow-up was attempted, but the missing patient information in patient information and adverse event or product problem was either unknown, unavailable, not provided, or not applicable. The expiration date for model # is not applicable. Field implant date and explant date is blank because the product is not implantable. Information for the blank fields in section initial reporter name and address is not available.

Event description:
It was reported that prior to the start of a da vinci-assisted pulmonary lobectomy surgical procedure, the customer noted that the maryland bipolar forceps instrument front end cable protection was broken, and the electric energy could not be used. The customer replaced the maryland bipolar forceps instrument with a back-up instrument of the same kind and completed the procedure with no reported injury. Intuitive surgical, inc. (Isi) performed follow-up and obtained the following additional information regarding the reported event: the maryland bipolar forceps instrument was reportedly inspected prior to use, and no issues were noted. No arcing and instrument collision were observed during the procedure. It was confirmed that there was no patient harm, injury or adverse outcome due to the alleged product issue. A video recording of the procedure is not available, but images of the instrument damage were provided.